Event description:
Covidien received information stating that during patient use, the" actual ventilation volume on an ht50 ventilator was physically increased". A strange noise from the ventilator was confirmed but it stopped and the device continued to be used. About six hours later, the patient was placed on another device. The h50 unit was then connected to a test lung and a 'high mv' (mv = minute ventilation) alarm was generated.

Manufacturer narrative:
An engineer visited and performed the exhalation valve calibration which failed twice. The customer complaint of the difference in volume reading from the ventilator to actual measured volume was confirmed. The investigation is ongoing. (B)(4).

Manufacturer narrative:
A covidien investigation verified the complaint. The investigator installed the returned pump into an ht50 test ventilator and there was an unusual vibrating noise. This noise was traced back to an intake valve internal to the pump. The ht50 pump assembly was replaced. (B)(4).